Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1792887; expiration date: 2023-08-11; manufacture date: 2018-10-05. Medical device lot #: 1787910; expiration date: 2023-07-01; manufacture date: 2018-07-12. Investigation summary: unconfirmed, no sample received. Investigation conclusion: a detached/loose plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper; the in-process and final inspection (critical dimensions + visual inspection) results from the supplier were all conform; no data points towards a non-conformity on the thread. An incorrect compatibility between plunger and barrel; this cause can be discarded as the event occured on the market, the customer would not have been able to process an incompatible plunger. A malformed/non filled plunger; this cause can be discarded as the event occured on the market, the customer would not have been able to process malformed/non filled plunger. No picture/physical evidences were provided by the customer, therefore additional investigation is not possible. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters. Root cause description: no picture/physical evidences were provided by the customer, therefore additional investigation is not possible. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters.

Event description:
It was reported that plunger error occurred with a bd ultrasafe passive needle guard syringe. The following information was provided by the initial reporter, "plunger dislodged from syringe."